Event description:
Nurse attempted to infuse fluids, pump reading high pressures not allowing infusion of IV fluids. Nurse identified breakage in PICC line site -broviac catheter. Another catheter breakage occurred on this same baby in 2008, placed in 2007, but there was no broviac catheter information documented when it was placed.